Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother of a customer reported via phone call that the insulin pump had a blank display and a battery out limit. Customer's blood glucose was 403 mg/dl at the time of incident. Troubleshooting found that the pump is cracked at the battery compartment and pieces of plastic are missing. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The insulin pump was received with normal operating currents and passed the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was monitored and no unexpected failed battery test or battery out limit alarms occurred during testing. The battery cap secured the battery inside of the battery tube properly during our testing. No unexpected blank display or powering off noted during our testing. No damage was found on the lcd isolation tape during our visual inspection. The insulin pump was received with cracked reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.